Manufacturer narrative:
(B)(4). Patient is female, age not disclosed.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an open colectomy procedure, it is alleged that the instrument was fired three times in case - 2 x blue reloads used and 1 x gold. Two directly fired across the bowel and a side to side anastomosis was performed. Surgeon was happy with the instrument during the case, however did note the force to fire was much higher than instrument he normally uses. Patient was on steroids and had thin tissue, and was described as having a decayed bowel. He also mentioned the patient was a "crohns" patient with some complications. He currently uses our (B)(4). Outcome as reported post operatively: the surgeon said there was a leak 5 days post operatively. When the staple line was inspected it looked as though there was a cut, 3-5mm long in the staple line causing the leak. It is unknown what action was taken in order to manage the issue.